Event description:
The hospital reported that during the saphenous vein harvesting procedure, the pa experienced problems keeping insufflation. Based on the reported information, it is unkown if the pa made an additional incision to retrieve the vein. The hospital did not provide any additional information. No patient complications were reported.